Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having an unrelated MRI procedure. The patient stated that the manual did not show how to access the MRI mode. The patient services agent showed the patient where to find this information and the caller stated that they must have breezed through it and did not understand where that was. It was noted by the caller that it was actually straight forward. The patient had been having a problem with their implantable neurostimulator (ins). The patient was having a lot of burning. If they got in a certain position (even with stimulation off), it burned and felt like the wires were sticking the patient. The burning was felt at the edge of the ins site which was located at the top of their left buttock. It was just the edge around it on one side where the pain was really intense. There were no reported traumas or falls. It was noted that there were no environmental exposure or electromagnetic interference (emi). It was stated that these issues were related to positional movement and that this was a sudden change that occurred about 4 months ago in 2017. It was also mentioned that the ins was at an ¿odd spot¿ on their hip. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient met with a manufacturer representative. The patient¿s weight was (B)(4)pounds. No further complications were reported/anticipated.